Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, while preparing to suture the uterus, the thread and needle detached. The doctor promptly removed the suture remaining in the patient's body. To resolve the issue, a new absorbable suture was used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic myomectomy plus pelvic adhesion release procedure, while preparing to suture the uterus, the thread and needle detached. Additionally, the thread fell into the patient's cavity. The doctor promptly removed the thread remaining in the patient's body using a laparoscopic instrument. To resolve the issue, a new absorbable suture was used. There was no patient injury.

Manufacturer narrative:
Additional information: a3a, b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic myomectomy plus pelvic adhesion release procedure, while preparing to suture the uterus, the thread and needle detached. Additionally, the thread fell into the patient's cavity. The doctor promptly removed the thread remaining in the patient's body. To resolve the issue, a new absorbable suture was used. There was no patient injury.